Event description:
It was reported that the cement appeared grainy during mixing and set to hard almost immediately. There was no adverse consequence for the pt or delay in surgery or anesthesia time.